Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2008 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported issue ¿temp is out of range on the reader¿ was confirmed during field service engineer (fse) testing and subsequently validated in the dchu testing process. The device was initially evaluated by the field service engineer (fse) according to work order 02191563, the fse reported that shutdown station, replaced temperature monitoring probe and rebooted station. During dchu visual inspection p/n 136355-01: the part received showed signs of thermal damage along the cable. During dchu testing p/n 136355-01: no further test was required due to thermal damage observed during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue ¿temp is out of range on the reader¿ was identified as a faulty ¿assy srm buffered temp probe¿ caused by thermal damage along the cable.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the temperature was out of range on the reader. As per part investigation, it was determined that there was thermal damage observed on the assy srm buffered temperature probe. There were no delay, no adverse events or injuries reported based on this event.